Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, pt was hospitalized due to lab result of 7.0 inr.

Manufacturer narrative:
Investigation pending.